Event description:
Technical support employee reported that incorrect statistics/results may be generated on the fc 500 instrument with cxp software version 2.1. The problem was confirmed during an investigation of the previously reported event by another facility. The statisitics are incorrect when a region is copied from one plot to another, and then new region is renamed by double clicking on the region name; the statistics are not updated with the new region name. The patient results were not affected in this event since the event occurred during the internal investigation, and no patient samples were tested at the time. There was no affect to patient treatment as a result of this event.

Manufacturer narrative:
It was determined that since the region statistics is mislabeled, there is a potential for erroneous results to be created. This issue was observed in software version of 2.1 in the cxp and mxp acquisition software and the cxp analysis software. The error was determined to be a software bug, which will be corrected in the upcoming release of cxp and mxp software.